Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5-june-2026, it was reported by a sales representative via (B)(4) that an rar-7800gbl bone block's 3mm pin is not being accepted by the drill holes, guide potentially bent. Noticed during a case with no patient effect.